Manufacturer narrative:
The pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 135 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer does not have a new aaa alkaline battery to test with the pump. The customer was advised that we will ship a replacement battery cap. The customer was advised to insert a new aaa alkaline battery as soon as possible, if display does not return revert to backup plan until the replacement battery cap arrives.